Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and the power cord to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, the system exhibited an error 307 pointing to the universal surgical manipulator (usm) 2. The head nurse called the intuitive surgical (is) technical support engineer (tse) for troubleshooting support. The site just rebooted the system. The error 319 popped up at the startup. The tse confirmed errors 1126/32097/32096 which all were pointing to usm fault. The tse asked caller if they could disable the arm to complete the procedure and they agreed. Th user wanted to move out the arm, tse asked to force on it to move it out the surgical field. The surgery was resumed without the usm2. The procedure was completed as planned with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed via logs and replicated in-house. The unit was tested on in-house system where it failed normal mode for error 319, and the rolling loop fiber assembly was found to be tangled in the spar. The unit was also tested on an in-house psc (patient side cart) fixture test platform (pftp) where it failed check all boards and fiber tests. A gold rolling was installed to troubleshoot with passing results. The complaint was confirmed by failure analysis.